Event description:
Bd blunt plastic cannula's (ref 303345) are shedding small bits of plastic when drawing up medication. It is leaving debris in the vial. 2 samples found with different lot numbers 4341082 and 4332153. This was discovered before use and no patient harm. Ref report: mw5170776.